Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump history showed that the basal history for (B)(4)2018 appeared to be inaccurate due the pump being manually suspended from 11:48 to 12:00, which recorded a 0.00u/hr basal rate. All other basal rates correctly match basal program 1 of the user¿s segments. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.